Manufacturer narrative:
Patient was sent a replacement unit and an investigation is to be initiated

Event description:
The patient experienced a critical issue with their oxygen delivery device, which displayed a "low o2" message and beeped three times, signaling a malfunction. Despite these alerts, the patient faced difficulty breathing, necessitating an emergency room visit for immediate oxygen support. The patient reported being diligent in maintaining the device by regularly cleaning the vent screens, yet no prior warning messages indicated an impending failure. In response to the incident, apria was contacted to install a concentrator and charger to ensure continuous oxygen supply. The patient, who is prescribed 24-hour oxygen with the device set at level 3, is now doing better. Following the event, a replacement unit was provided. However, the new device is heavier and noisier, causing the patient significant anxiety about its reliability. Despite the resolution of the immediate health crisis, the patient continues to harbor concerns about potential future device failures. The patient's hospital stay involved oxygen therapy and various tests, all of which returned normal results. While the acute situation has been resolved, the patient remains vigilant and apprehensive, closely monitoring their condition and device performance. Further details regarding ongoing management or complications were noted in an attached external email.